Manufacturer narrative:
Investigation summary: discordant negative antibody screening results for two patients having an anti-e(rh3) antibody. The assignable cause is sample related, the patients anti-e(rh3) antibody being weak and/or at the detection limit of the technique and reagents used and/or associated to the variability of the e(rh3) antigen present on the reagent red blood cells. No reagent failure is identified. No biased results were reported to a physician. The patients were not harmed. The assignable cause of the discordant negative antibody screening results obtained by the customer is sample related, the patients anti-e(rh3) antibody being weak and/or at the detection limit of the technique and reagents used and/or associated to the variability of the e(rh3) antigen present on the reagent red blood cells. There is no evidence of any systematic failure of the ortho reagents to perform as intended. In mitigation of the discordant negative antibody screening results, the anti-human globulin anti-igg (rabbit) mtst anti-igg card instruction for uses states: optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive. No further complaint of this type has been received from the customer site since the time of the reported events.

Event description:
Mxp2494934 windchill ra600707 discordant negative antibody screening results for two patients having an anti-e(rh3) antibody. The assignable cause is sample related, the patients anti-e(rh3) antibody being weak and/or at the detection limit of the technique and reagents used and/or associated to the variability of the e(rh3) antigen present on the reagent red blood cells. No reagent failure is identified. No biased results were reported to a physician. The patients were not harmed. Problem statement and description: as a part of troubleshooting mxp2491367 customer reports false negative antibody screens on patient with previously ID anti e using igg gel card lot#: 092322001-02 with 0.8% surgiscreen vss423 by manual gel relevant information: - issue started on (B)(6) 2022 - microtubes/wells or cell (donor #) affected: sc2 - reaction grade obtained: negative - customer was expecting:positive - incubation time (for manual test only): 15mins - test repeated: no - number of samples affected? 2 patients - was qc affected?no - was any expired product used? No - when was the last successful qc run? 12/24/22 using ortho confidence cnf291, all cells 3+ product handling protocol: - cassette/gel card storage temperature range:2-8c - cassette/gel card orientation:upright - rbc storage and handling: 2-8c - visual appearance before use: accpetable - other relevant information: customer reporting false negative antibody screens on two patients using igg gel card lot#: 062322001-11 with 0.8% surgiscreen vss423 by manual gel. As apart of troubleshooting the customer repeated testing with new igg gel card lot#: 092322001-02 and received false negative results, qc passed with cnf291 3+ on all 3 cells. Troubleshooting steps performed by tsc: tss discussed with customer statement form IFU "optimal reaction conditions vary across antibody specificities. No single test method will detect all antibodies. In some low ionic strength test systems, certain antibodies, such as anti-e and anti-k, have been reported to be nonreactive".